Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This issue was identified during set up/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, h3, h4, h6, h10. B3: update to asku. The events occurred on unspecified dates of december 2023, further described as "in the past 2 weeks". B5: the leaks occurred around the center port where the port attaches to the bag. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual analysis of the photograph was performed which observed white liquid coming from the upper spike port weld area, back side of the bag. The reported condition was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.